Event description:
Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ pain: unable to observe since it is not related to the device. ¿ rupture: observed opening on anterior side assessed as unidentified (tear) opening. Shell thickness within specification. Additional observations: ¿ observed non penetrating nicks on the device. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported right side rupture , chest pain and pain. Device has been explanted.

Event description:
Healthcare professional reported right side rupture , chest pain and pain. Device has been explanted.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #2. Aware date should have been listed as 04/29/2024.

Event description:
Healthcare professional reported right side rupture , chest pain and pain. Device remain implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.